Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
At bench repair there was an issue found with no audio from the mx40. There was no patient involvement. There were no reports of a patient injury or harm.

Manufacturer narrative:
.